Event description:
The customer reported that the knife blade became misaligned during cystectomy. The device was not applied to tissue when this was noticed by the surgical staff. The surgeon opened another device and successfully completed the procedure. There was no pt injury. The device was returned for eval with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.